Manufacturer narrative:
(B)(4): during processing of this complaint. Quality assurance attempted to obtain complete event info and pt status from the hospital, field contact or distributor. Results code: quality engineering was unable to complete their investigation analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
It was reported that the voyager was being used to predilate the distal rca and there seemed to be some inflation issue. The inflation device was checked and it seemed to be fine. The voyager did inflate; however, it would not deflate. The voyager was removed from the pt with all the devices, still inflated. No pt effects were reported.